Event description:
It was reported that pump experienced malfunction alarm with code displayed as malf 0. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by multiple daily injections. Technical support guided customer through pump reset, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction happened again.